Event description:
It was reported that a patient underwent a gynecological procedure in early 2008. During the procedure, the device shut down and would not turn back on . The customer borrowed another device to successfully complete the procedure with no adverse patient consequences. The customer verified the unit would not power up the next day.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a defective power supply. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.